Event description:
Pt sustained first degree burns, with a small area of second degree burn, which required medical intervention, as a result of a fire started by a laser. Surgeon was performing a beam alignment before surgical procedure, in accordance with the recommendations set forth in the operating manual. Laser was set at 10 mj - 6w in cw mode. A 0.2 mm handpiece was used. When surgeon activated foot pedal, the laser beam immediately passed through the tongue depressor used for alignment and ignited a small fire on surgical drapes. Surgeon described the energy output from the laser as unusual. Fire was quickly extinguished by or personnel.